Event description:
An arterial air alarm occurred after initiating rinseback at the end of a routine hemodialysis treatment, which could not be resolved. Rinseback was not completed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The patient was started on epogen due to a slight decrease in hemoglobin post event. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm as directed in the user's guide. The exact cause of the alarm cannot be determined. Air alarms during rinseback are most likely the result of the operator introducing air into the disposable circuit while making patient connections for rinseback. The user's guide provides adequate instructions for troubleshooting air alarms and making patient connections. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.